Manufacturer narrative:
The reason for this revision surgery was the head dislocated from the stem. No other information was submitted with this complaint about any patient activities or accidents that may have contributed to the reported event. The previous surgery and the revision detailed in this investigation occurred over 7.8 years apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs), shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the components that may have contributed to reported event. The device and its applicable concomitant devices were verified to have gone through acceptable sterilization processes and were within their respective expiration dates at the time of use during the previous surgery. Customer complaint investigation history of the reported device (s) showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to the head dislocated from the stem. There were no findings during this investigation that indicate that the reported device (s) was the source or had a direct connection with the reported event. There are multiple factors that may contribute to an event; these are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the head dislocating from the stem and the surgeon replacing the head.